Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was having issue and customer was going low. Customer did the self test and displacement test and it was passed. However, fill cannula for five units, which was failed during perform. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.